Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during device evaluation the gastrointestinal videoscope had a pierced nozzle. However, the evaluation finding was updated to ¿biopsy channel damaged¿ which is not a reportable finding. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope had a pierced nozzle. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.